Event description:
It was reported, that a malfunction alarm occurred. Customer's continuous glucose monitor read "high". However, a specific blood glucose (bg) value was not provided. The customer was not near their supplies, but will take manual injection to help bring it down bg. Reportedly, customer received normal assistance by a 3rd party, but was not incapacitated, due to bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.